Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/7/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device visual analysis of the returned sample revealed that one empty folder one detached needle and one small suture piece that pertains to product code jv453 were returned for analysis. In order to evaluate the conditions of the returned sample, the swage and attachment area was noted to be as expected. Marks by the surgical instrument were noted on the body, tip, and swage area of the needle. No suture remnant could be observed into the barrel hole. The suture ends were cut possibly caused by a surgical instrument. As per returned conditions of the sample, no functional test was performed. The condition of the sample received indicates improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an animal underwent an ovariectomy procedure on (B)(6) 2022 and suture was used. The needle fell out of the thread when the veterinarian was doing the muscular overjet. The thread was also used to make the ligatures of the two ovaries. Another device was used to complete the procedure. There were no adverse consequences.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.